Event description:
It was reported that post implant the right atrial (ra) lead had undefined resistance. The physician inspected the lead and then reopened the incision. The physician tugged at the header and noted that the ra lead was attached very well. The ra lead was disconnected from the header and reconnected. Measurements were then within normal limits. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.